Manufacturer narrative:
H6: updated investigation findings and investigation conclusions for product history evaluation. Additional details were gathered from the physician: it was further reported the physician first drained the effusion and decided it was better for the patient to repair the effusion and asd surgically. The physician believed the device moved toward the laa when unsheathing or repositioning the device and that may have caused the tear at the base of the laa. There are no images available and the device was discarded at the hospital. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 37mm gore® cardioform asd occluder was selected to repair a 13-18 mm range atrial septal defect by the physician. Upon deployment, the left disc appeared to be compressed. The disc was re-sheathed and deployment was attempted again. The disk still appeared compressed so the device was removed, sheathed, and unsheathed on the table, and it appeared normal. At this time the patient experienced a pericardial effusion and was sent to surgery where the patient made a full recovery. It was noted that there was a small tear in the base of left atrial appendage (laa), that may have happened during the procedure. It was further reported the physician first drained the effusion and decided it was better for the patient to repair the effusion and asd surgically. The physician believed the device moved toward the laa when unsheathing or repositioning the device and that may have caused the tear at the base of the laa. There are no images available and the device was discarded at the hospital.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use warns perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.